Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity, mild calcification and 90% stenosis in the mid left anterior descending (lad) artery. The 3.5 x 38 mm xience prime stent was deployed at 10 atmospheres; however, a proximal edge dissection occurred. A 3.5 x 28 mm xience pro stent was used to cover the dissection and the procedure was completed. The patient is well. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.